Manufacturer narrative:
1 ¿not confirmed: bd was not able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: it was not received sample from customer to analysis. 3 - DHR review: the batch complained was manufacturing in jan, 29/2018 until jan/31/2018. The inspections carried out on the assembly and marking machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 2 hours in 40 pieces. 4 -qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. 5 - it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Investigation conclusion: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd precisionglide¿ needle was found with "the hub ruptured and it was necessary to replace it." There was no report of exposure, injury or medical intervention needed.